Manufacturer narrative:
No product was returned. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. After reviewing logs suction alarms was observed. The cause of the pump suction was not determined due to insufficient clinical details and per log review. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient underwent ectopy and suctioning during impella 5.5 support. After a few days of support, the patient had some suction alarms and ectopy over night when laying flat. A bedside echo was done and the pump position was confirmed. The patient also experienced ventricular tachycardia and was treated with milrinone. Later, the patient was successfully weaned from the pump and survived.